Event description:
Consumer complained of high blood glucose results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 80-92 mg/dl fasting. Verified the strips expire 08/18/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 191mg/dl, (B)(6) 2015, 11:46:00 am, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complained of high blood glucose results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 80-92mg/dl fasting. Verified the strips expire 08/18/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 1:191mg/dl (B)(6) 2015 11:46:00 am fasting:yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under evaluation.